Manufacturer narrative:
A functional check of the thermage system was performed on (B)(6) 2018 and it was within specification. Further diagnosis, the activation switch of the th-4 s/n: (B)(4) was found to be overly sensitive. It will be activated with minimum force depressed.

Event description:
The user facility in singapore reported error code: e123, e316, e317 appeared during eye treatments. To check return pad. Patient is in her 40s, did a thermage face/neck using total tip 900 shots, followed by eye tip 450 shots on the same treatment, done on (B)(6) 2018. This patient has done thermage previously which went uneventful. Return pad was placed between scapulas. Setting of eye treatment was done between 2-2.5, whereas face/neck was done at 3. Immediately post thermage treatment, there was swelling and some superficial broken skin, which the physician then iced the area. Blisters surfaced the next day. Calecim serum was then prescribed for her to apply. No other treatments were done post thermage.

Manufacturer narrative:
Corrected data: manufacturer name, city and state. Additional data: manufacture date. A functional check of the thermage system was performed and service found system was within specification. Service found handpiece button to be overly sensitive however the handpiece issue did not contribute to this event since the radio-frequency delivery stops prior to generating an ¿error tone¿ and displaying the event code and event message. Service found the tip used during treatment expired may 2017. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. A functional check of the thermage system was performed and service found system was within specification. The treatment tip was expired and should have not been used during this treatment, but it is unknown if this caused the event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.